Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol perfix plug. As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6) 2008 - patient was diagnosed with right inguinal hernia thereby underwent repair with the implant of perfix plug. (Note, no op-notes were provided for this procedure). (B)(6) 2008 - patient was diagnosed with recurrent indirect left inguinal hernia thereby underwent repair with implant of a synthetic mesh. (B)(6) 2010 - patient was diagnosed with chronic right inguinal pain thereby underwent repair with removal of mesh and division of ilioinguinal nerve. Per operative notes, ¿the ilioinguinal nerve was compressed up tightly against the mesh and there was fibrosis around this nerve. Dissected this neural structure and the old mesh. A synthetic mesh was then placed.¿ attorney alleges that the patient had nerve damage, pain and emotional injuries.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol perfix plug device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 6 months post implant of perfix plug, patient was diagnosed with nerve damage, abdominal pain and fibrosis thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list pain as a possible complication. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-jan-2008) is considered to be a best estimate. Updated fields: a2, b2, b3 (date of event), b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4 (manufacturing date), h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.